Event description:
It has been reported to philips that the system was broken. The customer rebooted the system again but the issue remained. The patient was on the table and had to be moved to another system, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during diagnosis procedure and procedure was completed by using another device. The philips field service engineer (fse) inspected the system onsite and identified that no image can be loaded. Upon further troubleshooting action, fse found that the patient data was missing, and image storage was not possible because of an image disk problem. The fse replaced the x-ray pc. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during diagnosis procedure and procedure was completed by using another device. The philips field service engineer (fse) inspected the system onsite and identified that no image can be loaded. Upon further troubleshooting action, fse found that the patient data was missing, and image storage was not possible because of an image disk problem. The fse replaced the x-ray pc. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected. The product UDI, reporting address line 1 and the reporting address city have been updated.